Event description:
A customer reported experiencing issues with their insulin pump, specifically not receiving expected low alerts. The pump failed to provide an audible alarm when the customer's blood glucose level dropped to 48 mg/dl. Despite attempts to contact technical support for guidance on resolving the issue, the customer did not receive a timely response. No additional information was available regarding corrective actions taken or any customer outcome beyond the follow-up attempts by technical support.